Event description:
Same case as manufacturer's report # 6000118-2006-00019. During a tips treatment procedure, the balloon would not come out of the sheath. The blue max/ 12-4/7/75 balloon was replaced with another of the same, with the same result. The lesion being treated was located in the liver. The procedure was successfully completed with a third blue max/12-4/7/75 balloon. There were no pt complications and the current pt status is reported as 'fine' folowing the procedure.